Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that an atp board was replaced. Tera term configuration was performed. Auto calibration, rad and fluoro calibrations were performed. 2d, 3d and invalidate home was performed. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect board had not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the imaging system and the generator had bad connection. There was no patient present at the time of the issue.